Event description:
It was reported that the ventilator generated technical error codes indicating disabled valves and communication error. There was no patient harm. Manufacturer's ref #: (B)(4).

Manufacturer narrative:
It was reported that the ventilator generated technical error codes indicating error in the internal memory and disabled valves. After service on (B)(6) 2021, the ventilator was released for clinical use after passed pre-use checks and simulated test ventilation. No part related to the generated technical error codes was reported replaced. No further issues have been reported. The evaluation of received device logs confirms a single occurrence of the reported technical error codes after device startup on the reported date of event (B)(6) 2021. The ventilator wasn't restarted between the errors why the other error followed from the first. Pre-use checks passed both before and after the event. If the alarm "error in the internal memory detected" occurs and it persists after a restart, this indicates a hardware error likely with the control printed circuit board. The conclusion is that a a single occurrence of the reported technical error codes can be confirmed in the device logs. As no part was replaced/returned, the cause of the reported error codes could not be determined.

Event description:
Manufacturer's ref #: (B)(4).